Event description:
Reportedly, the pt suffered injury to the recurrent laryngeal nerve, possible permanent impairment. Reported 2-3 years post-op, thyroid procedure. Exact event date is unknown.

Manufacturer narrative:
No product return is expected. Incident occurred 2-3 years ago and was not reported to gyrus until now. No noted or reported malfunction or defect during the procedure. It is unknown if gyrus devices contributed to the injury. Notified magstim, original manufacturer. Made three attempts to obtain more info from the user facility, with no response received.